Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: black box shows multiple unexplained power on reset events beginning on 6/20/2016..pump powers with the returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Unrelated to the complaint, battery compartment icrack was observed below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.